Event description:
It was reported that an operating room (or) staff contacted technical support regarding a "foot position sensor blocked" message. The issue was reported to intuitive surgical, inc. (Isi) technical support after completing the procedure. At the time of the call, logs were unavailable. The isi technical support engineer (tse) recommended cleaning the foot position sensor covers, but the customer reported that this did not resolve the issue. They already disconnected the second surgeon side console (ssc) and requested the field engineer to follow up to address the issue. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and inspected the foot sensor and found the left sensor green led not working and the fan was loud. The fse replaced the footrest pedal and the redundant medical grade power supply (mgps). The system was verified and ready for use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the redundant medical grade power supply (mgps) for failure analysis investigation. The mgps was analyzed, and the following observations were made: mgps: the mgps was returned for failure analysis, and the reported noise complaint was confirmed. In log reviews, no data was found to indicate that the fault had occurred the field. Upon visual inspection the fan looked dusty. The power supply was installed and tested on the printed circuit assembly (pca) test system. The rmgp power supply started making an abnormal noise.